Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (10mg/ml at 1.498mg/day) via their implantable infusion pump for non-malignant pain. The hcp provided patient appointment records. It was reported that when the patient first went to the hcp, they'd had a bad experience with the pump fill being misplaced and it filled their pocket of the pump with narcotics and they had to go to the hospital and spend time there because of relative overdose from quick absorption in the pocket. At that point the patient had just wanted the pump removed, but the hcp talked to them about being realistic that they had a pump that was working well for them, and that they would just be more careful and get it working for them as it was before. They were then running again along pretty smooth.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.